Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was 283 mg/dl and insulin via a novolog pen was administered to address the bg level. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion. Reportedly, the customer performed an infusion set site change to address the occlusion alarm.